Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited normal pacing impedance measurements through a pacing system analyzer (psa); however, pacing impedance measurements were greater than 2000 ohms through the device. The device was removed from service and replaced. This lead was successfully implanted. No adverse patient effects were reported.